Event description:
It was reported that the right ventricular (rv) lead had an increased impedance, significant threshold rise and oversensing. The lead is now implanted - out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Daily pace lead trend data shows an increase for ventricular pace bi impedance = 741 to 1349 ohms peak between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).